Event description:
It has been reported to us that the guide wire became stretched during the procedure. The physician inserted the guide wire into the patient. The physician inserted the balloon catheter over the guide wire and had difficulty advancing it. The physician decided to remove the balloon catheter and felt resistance. The physician pulled on the guide wire and it became stretched and the tip of the guide wire appeared to be missing. The physician replaced the guide wire with another to complete the case. The cine film of the case has been reviewed and there is no indication at this time that the tip of the guide wire remains inside the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.